Event description:
Customer called to report hospitalized and high bgs. It was stated the device had full segment display when the hospitalization occurred, and no info could be retrieved. Customer was treated with an insulin drip, bgs responded immediately. And they were released the next day. Also, they were on manual injection plan until the replacement pump could be connected.